Event description:
The customer tested his blood using his contour and contour ts meters. The contour meter read 87 mg/dl, while the contour ts read 27 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer was unable to read the reagent lot number, so the meter information was provided instead.